Manufacturer narrative:
Distributor: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) insertion on a patient, blood leakage occurred at the sheath hemostasis valve area. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The one-way valve was also returned. The sheath was not returned for evaluation. No blood was observed inside the stat-gard sleeve or iab catheter. One kink was found on the catheter tubing approximately 43.9cm and 70.6cm from the iab tip. A leak test of the stat guard seal, balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) insertion on a patient, blood leakage occurred at the sheath hemostasis valve area. Replaced iab to continue therapy. No patient injury was reported.